Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed for the reported lot number. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficient. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4, laboratory inr: 2.0, therapeutic range: 2.0 - 3.0. The time between testing was approximately two (2) hours. There was no reported adverse pt sequela. There was no add'l info provided. MFR report number 2027969-2014-00274.